Event description:
Paramedics were called since to a cardiac arrest at a residence. Pt was down for an unk period of time. According to the reporter, the device charged up correctly the first time up to 360j, but then subsequently did not charge up to the selected energy. A back up defibrillator arrived 10 mins later and medics continued therapy to pt. The reporter stated she does not know the pt outcome but said the pt had a pulse before being transported to the hospital.

Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator charged very slowly. An offer of service to replace the system pcb and repair the device was declined by the customer. The customer stated the cost of repair was too high . The device was returned to the customer with instructions to remove it from use.